Event description:
It was reported that the device had a pin hole size hole in tubing. This was noticed during the second reinfusion when blood spots appeared on a towel. There was no user exposure to the leaking blood. Approximately 400 cc of blood was discarded. The patient did not require any additional bagged or pre-donated blood.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.